Manufacturer narrative:
Product analysis: analysis could not confirm the customers comments that the programmer touchscreen was not working correctly. The device could be calibrated and selected with no fault found. However it was noted that an error was found in the logs indicating software should be reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers touch screen was not working and would not respond to a stylus or finger touch. The programmer was returned for service. There was no patient involvement.